Event description:
Product sterility was breached. Stem migrated through barrier. Surgeon had to broach to a larger size and implanted a different stem, as only one of each stem was available. This resulted in a 20 minutes surgical delay.

Manufacturer narrative:
Examination of the returned packaging material confirms one corner of the inner most blister has fractured. The investigation is unable to conclusively determined the root cause. Damage during distribution to the customer, or inadvertently caused by the customer is suspected. A complaint database search finds no other reported incidents again that provided product and lot code since its release for distribution in december of 2003. No packaging or process error has been identified. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.